Event description:
Same case as MFR report #6000089-2007-1604 and #6000089-2007-01603. It was reported that during a coronary artery stenting treatment procedure, death occurred. The target lesions were in the left circumflex (lcx). The distal lesion was 75% stenosed and 28 mm in length while the proximal lesion was 90% stenosed and 16mm in length. The distal lesion was predilated with a 2.5x12mm non-bsc balloon and "good flow" was noted. A 2.5x20mm liberte' bare metal stent (bms) was deployed in the distal lcx. The 2.5x15mm non-bsc balloon catheter was then used to predilate the proximal lcx lesion at 8 atmospheres (atms). A long spiral dissection was observed in the proximal lcx. A 2.5x24mm liberte' bms was deployed in the proximal lcx, however, the dissection was not fully treated and there was an "interruption of flow" in the gap between the previously implanted liberte' bms. Adenosine was administered to open the vessel. The 2.5x12mm liberte' bms was selected and advanced to the gap between the previously implanted liberte' bms. The physician attempted to deploy the stent at 9 atms, but the balloon would not inflate. A 2nd unsuccessful attempt at inflating the balloon was made with a more concentrated contrast. The patient "fibrillated". The device was removed. The fibrillation was treated with unknown means and the patient recovered. The interruption of flow continued between the 2 previously implanted liberte' bms and the patient "fibrillated" again. Attempts to revive the patient were unsuccessful and the patient died. The reported cause of death was "interruption of flow". There was no autopsy performed to confirm the cause of death.